Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance by getinge field safety technician that cardiosave intra-aortic balloon pump (iabp) had failded pim test. No patient involvement also and no injury reported.

Manufacturer narrative:
Updated: b4, d9, e1 (event site telephone) g3, g6, h2, h3, h6 (type of investigation, investigation finding, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) replaced the pneumatic module assembly. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications.